Event description:
It was reported that the device had alleged over infusion. There was patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: unique identifier (UDI) #. Additional information: event attributed to, death?, date of death, describe event or problem, device available for eval?, returned to manufacturer on, report source, report source other, type of reportable events, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c,g and f codes and manufacturer narrative. The actual date of death is unknown. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device had an over infusion of an unspecified medication. The hospital biomed indicated the incident led to the patient's death. Although repeatedly requested, no additional information was provided. There was patient involvement.

Manufacturer narrative:
Correction: describe event or problem. Additional information: the report of an alleged over infusion was not able to be confirmed or replicated during the investigation; however, a backed-out pivot latch screw (unapproved 3rd part part) was identified. Although multiple attempts have been made, the customer had not provided any event/infusion details or had provided a date or time of the incident. The event pump module was found to have its pivot latch screw (unapproved 3rd party part) backing out with the pcu having plastic scarring on its front panel assembly that coincided with the location of the pivot latch screw. The pivot latch screw assembly was identified to be an unapproved 3rd party part. Bd has released a safety notification on 7feb2022 warning customers on the use of third-party parts that can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death.

Event description:
It was reported that the device had an over infusion of an unspecified medication. The hospital biomed indicated the incident led to the patient's death. Although repeatedly requested, no additional information was provided.